Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
An email was received with scar 000825 report regarding a 12" (30 cm) appx 2.4 ml, ext set w/microclave, check valve in which it was reported that there was a leak from breach in tubing line. This occurred during cell culture for a patient and no harm as reported. Manufacturing operators observed about 3ml of cell culture leak from the cell culture bag from the sample port line.